Event description:
It was reported that a user experienced overnight hypoglycemia followed by hyperglycemia while using the ilet with a libre 3+ cgm, with cgm alarms for urgent low and low glucose, brief sensor errors, and a subsequent high glucose alert; the user awoke and treated the low with approximately 40 g of fast-acting carbohydrates, which was more than needed, and later experienced sustained hyperglycemia, consistent with an improper or incorrect treatment approach. Symptoms included hypoglycemia with fatigue and confusion, followed by hyperglycemia. Outcomes included the need for medication-level intervention through oral glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreatment of hypoglycemia, with no applicable faulty component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.